Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Pump system check was performed and occlusion appeared to be located at the infusion set site. Customer did not remove infusion set site at the time of report and reportedly, customer change all the pump supplies to resolve the issue. Customer's blood glucose was 396 mg/dl.